Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Details for gentamicin component of combination product: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 17 dec 19. 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 mar 19. There were no anomalies identified on this lot.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis, muscle weakness, crepitus, genu varum deformity, and subchondral sclerosis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain, swelling, stiffness, weakness, and decreased rom secondary to loosening of the tibial tray. Upon entering the joint, the surgeon excised hypertrophic synovium. The surgeon notes the components were well aligned. The tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patient received a competitor revision construct utilizing depuy cement x 2. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Right knee.